Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. The customer reports a subcutaneous leak of a pd catheter, patient showed abdominal subcutaneous edema. Investigation by x-ray showed an extravasation from the pd catheter. Patient performed pd already for several years with this catheter. Catheter was removed on (B)(6) 2011. The removed catheter showed a total breakage of the device, at the height of the peritoneal cuff.